Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was over 522 mg/dl. The customer¿s current blood glucose value was 284 mg/dl, 400 mg/dl. The customer experienced dizziness due to high blood glucose. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.